Event description:
Initial reporter called on (B) (6)2009 and stated that on approximately 8/2 she used the absolute waterproof tape 1" to hold on a non-smoking skin patch. The next day she saw her doctor and he thought her speech was slurred. On 8/5, she was brought into the emergency room because her tongue and throat were swelling. She also had developed red bumps and open sore on the left side of her body, including her face. Her doctor treated her with benadryl.

Manufacturer narrative:
Initial reporter has not found the remainder of the product. The product has not been evaluated by MFR. Results: product has not been returned for eval. Conclusion: initial reporter has swelling of tongue and throat. Was taken to the emergency room and treated with benadryl by the doctor.